Manufacturer narrative:
No patient information as no patient was present in this concern. Medtronic rep tested system and it did not show any particular defects. System is performing as intended.

Event description:
Medtronic representative reported that during a regular service visit a surgeon claimed a lack of accuracy with the treon system. This event didn't occur during surgery and no patient was present.